Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was freezing when moving through the software. The computer was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system would not boot up properly and would not go past the medtronic loading screen. The medtronic representative uninstalled and re-installed the software. After re-installing the software, the system would become unresponsive when exiting the ent application. There was no patient present when this issue was identified.